Manufacturer narrative:
Oxygen solenoid valve.

Event description:
Upon completion of preventative maintenance service, the MFR's service tech reported an oxygen device failed alarm occurrence during oxygen accuracy testing. Upon an oxygen device failed occurrence, the ventilator continues to provide ventilatory support to the patient using an air gas source. Loss of the oxygen source can be detrimental to a pt if this type of event occurs during normal ventilation operation. The service tech reported the oxygen solenoid valve was leaking when high pressure oxygen was connected during testing. The service tech replaced the oxygen solenoid valve to address the finding. Applicable final testing was completed and passed to operating specifications.